Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a surgical procedure due to discomfort at the ipg implantable pulse generator (ipg) pocket site. It was determined that the ipg pocket was superficial and caused pain. The ipg was placed deeper in a new pocket site, and the physician performed a pocket washout and filled it with vancomycin powder. There was no report of patient harm or injury. The device remains implanted and functional. Following the ipg pocket revision, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient).